Event description:
Patient with a history of ischemic cardiomyopathy, ejection fraction at 20%, non-sustained ventricular tachycardia, and atrial fibrillation who underwent dual-chamber defibrillator implantation originally 7 years ago. He subsequently underwent defibrillator replacement 3 years ago, due to ICD recall. Patient has ischemic cardiomyopathy and chronic atrial fibrillation whose current defibrillator has reached the elective replacement indicator per home monitoring report.